Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt was instructed by healthcare provider (hcp) to call and change settings to get more pain relief. Pt reported pt got injured on an airplane at 1am in the morning on wednesday. The airplane went on its nose, went back up again and back down. It bounced the pt. Pt said most people could probably tolerate that but for this pt already had an injury. Pt said they filed the claim. Pt reported since the injury on the airplane, there was a little piece of stimulator that felt wrong and sometimes it was hard to find. Pt also felt like it was not even connected to the stimulator. After the airplane bounced, pt felt like something came loose inside. Pt said they were not sure because pt had a hard time feeling for the ins. Pt said it was like they could find the ins and then 'lose' it. On the call pt was touching their ins and said "that little bump, I thought it was there, where did it go?". Pt said they charged their ins last night. Pt said they felt electricity down their legs if pt crossed their leg wrong or knee down. Pt said they did not check it yesterday after they charged it. Pt called their pain hcp and they saidto work with medtronic and change settings to work with this new injury of top of the other injury. Pt said they were at 2.0. Pt did not equipment with but we discussed pt could try increasing stim and change groups. Reviewed to have hcp check the device.